Event description:
It was reported by end user that the m61 power chair is tipping forward all the time. The end user also states that the batteries are dying constantly. The end user has no further information to provide.